Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation, a 3.0 x 15 mm nc trek balloon catheter was advanced over an unspecified guide wire when the shaft of the catheter separated into two pieces. This occurred outside the anatomy and the device was not used in the patient. Another 3.0 x 15 mm nc trek device was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.